Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon deflation issue was encountered. The target lesion was located in the left anterior descending artery. A 3.50x12mm synergy ii drug-eluting stent was prepared in a normal fashion and was advanced to the lesion. However, following deployment of the stent, balloon deflation issue was encountered. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The crimped stent was deployed during procedure and therefore not returned with the device for analysis. The balloon cone profiles and balloon main body were reviewed and severe damage was noted on the entire length of the balloon. The device was returned inside the guide catheter and loaded on the guide wire and only the tip of the balloon could be seen sticking out. The guide catheter had to be cut to remove the device and examine the balloon. Upon review it was noted that the balloon was squashed, bunched and twisted in the centre. Analysis also suggested that the balloon had been subjected to positive pressure as the balloon wings were opened out from their folded positions and solidified media was identified inside the balloon chamber. Crimp markings evident on the balloon wall were not as prominent due to the balloon previously receiving positive pressure or manipulation. Inflation of the balloon was not possible as the hyptotube broke during analysis. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple severe kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. The hypotube also broke 355mm from end of the hub when analysing the unit. The break occurred at the location of a severe kink. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that balloon deflation issue was encountered. The target lesion was located in the left anterior descending artery. A 3.50x12mm synergy ii drug-eluting stent was prepared in a normal fashion and was advanced to the lesion. However, following deployment of the stent, balloon deflation issue was encountered. No patient complications were reported and the patient's status was stable.